Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Review of the device history record was not possible as the lot number is unknown, however the customer reported that the device was used after expiration date.

Event description:
This event is being reported as an expired device was used during the procedure.